Event description:
It was reported that during a cryo ablation procedure, the patient¿s blood pressure dropped. Via internal cardiac echocardiography, the physician noticed fluid in the pericardial space and pericardiocentesis was performed. It was noted a tamponade occurred. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: data files were returned and analyzed. The data files showed that at least nine applications were performed with the balloon catheter on the date of the event with no system notice. In conclusion, the reported adverse issues were not confirmed through data analysis. The sheath was returned and product analysis remains in progress. If information is provided in the future, a supplemental report will be issued.